Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black screen displaying message that image cannot be displayed. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h3. H6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac). [No troubleshooting was performed/troubleshooting steps. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image cannot be displayed was due to that the image being previously saved in high definition format, which the printer could not handle .a root cause was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.